Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the customer was performing a coronary diagnostic procedure, which was successfully completed using an alternate system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system's geometry movements were unavailable. Analysis of the log file found motor assembly error. Upon troubleshooting, the fse identified a gib post (generator interface board power-on self-test) error and failed the frontal stand power test. To resolve the issue, the fse replaced the amc triple servo drive hp-lp-lp and performed necessary adjustments. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome

Event description:
It was reported to philips that the system geometry movements were not available. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.